Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-06867 and 2134265-2015-06866. It was reported that automatic pullback failure occurred. The 75% stenosed lesion was located in a moderately tortuous and mildly calcified distal left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross&#10249;imaging catheter and a pullback sled to visualize the target lesion. After pre-dilation, the opticross&#10249;imaging catheter was inserted into the target vessel then pullback was started however, automatic pullback failure occurred. The physician checked the drapes but no anomalies were noted. The catheter was then reconnected, after which automatic pullback was started again but image was dark and later on image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Device analysis revealed that there are several kinks in the sheath assembly from femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system . In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was not found within the telescope section of the device. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-06867 and 2134265-2015-06866. It was reported that automatic pullback failure occurred. The 75% stenosed lesion was located in a moderately tortuous and mildly calcified distal left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to visualize the target lesion. After pre-dilation, the opticross imaging catheter was inserted into the target vessel then pullback was started however, automatic pullback failure occurred. The physician checked the drapes but no anomalies were noted. The catheter was then reconnected, after which automatic pullback was started again but image was dark and later on image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patients' condition is good.